Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the 8mm force bipolar (fb) instrument was unable to straighten from the console. The site needed to use another robotic instrument to force the wrist straighter, and the trocar had to be removed with the fb instrument, then replaced in the abdominal wall once fb instrument was finally removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no abnormalities were reported with the force bipolar instrument, such as dislodged or misaligned jaws, grip tip issues, or wrist problems due to physical damage. The instrument jaws were not stuck in a closed position, and there was no tissue stuck between them, resulting in no bleeding and no blood loss. The jaws were functioning properly and did not require manual or instrument release to open, as they were not stuck open and operated smoothly. No collisions with other instruments or hard materials were reported, but such an occurrence cannot be entirely ruled out. The port incision was not increased to remove the instrument and cannula together, and no additional ports were placed. No piece from the distal end of the instrument detached or broke off, and no injury to the patient was reported. The instrument has been returned to intuitive for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed an electrical continuity test. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip.

Event description:
Refer to h11 for follow-up information.